Event description:
(B)(4). Bleeding heavy, cramps, joint stiffness, migraines, bloody nose, depression, anxiety, hair loss, skin problems, pelvic pain, serious weight gain, bloating, tender breast, rash/hives.